Event description:
It was reported that a four days post implant, the right ventricular lead had intermittent capture. The threshold was noted to be unstable in bipolar. An x-ray noted that the lead appeared to be slightly pulled. A higher output was programmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).